Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that cust current software 9.33. Received software 9.17 cause error 200.5040. Upgrade software 9.33. As found 9.17.0 sw as left ver 9.33. Replaced front case for cracked top hinge. Tested pm. A review of the device history record for sn (B)(4) was performed from the date of manufacture 06/19/2013 to the present date 11/04/2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device had an unknown error. No patient involvement was reported.